Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after closing the pocket and interrogating the device, it was noted that the right atrial (ra) lead was unable to sense p waves, and it was determined that the lead had dislodged. The pocket was reopened, and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.